Event description:
During a coiling procedure, the first coil was advanced and delivered without problems. During placement of the second coil, the coil broke into the micro catheter system and was successfully retrieved. No add'l intervention was required. The pt's post-operative status was reported as being 'good.'